Manufacturer narrative:
Updated fields: (type of investigation, investigation findings, component codes and investigation conclusions). Corrected fields: (health effect ¿ clinical code, health effect ¿ impact codes). A getinge field service engineer after replacing a new power management board (0670-00-1162), batteries can be charged normally.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) batteries can not be charged from both bay 1 and 2.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) batteries can not be charged from both bay 1 and 2. There was no indication of harm or death reported.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).